Event description:
Philips dream station 2. Burning plastic smell. Heating device sits on plastic casing while in use. Difficulty with breathing due to burning plastic smell. Unable to sleep due to sleep apnea and the phillips dream station 2 not working.